Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that the intraocular pressure (iop) control was not available during surgery. Therefore, the pressure conditions were not as desired. The system showed an incorrect priming. Additional information has been requested but not received to date.